Manufacturer narrative:
Updated fields: b4, b5, g4, g7, h2, h3, h6, h10. The reported guide wire and oad were received for analysis. The site confirmed that all the devices used in the procedure were returned. The guide wire was not engaged in the oad. The guide wire spring tip was intact, with no fractures observed. There were numerous bends and kinks along the core wire shaft. There was no rotational or surface wear damage on the kinks. When the oad was examined, no damage was observed on any of the components except that the oad power cord had been destructively cut and was not returned. During functional testing, a new power cord was attached, and the oad functioned as intended with no issues observed. At the conclusion of the device analysis, the reported guide wire spring tip fracture was not confirmed; no fractures were noted anywhere in the system. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Results code 4247: suggested code: reported issue not confirmed csi ID# (B)(4).

Event description:
During a peripheral procedure, the viperwire guide wire was used with a stealth orbital atherectomy device (oad) to treat a lesion in the popliteal artery. The lesion was moderately calcified with 50% stenosis and in an area of the vessel that was 3.5mm in diameter. Three treatment passes were performed, and the spring tip of the viperwire reportedly fractured. Hospital staff reported that the spring tip was retrieved using a catheter that was already in place, and no fragments remained in the patient. The procedure was completed with balloon angioplasty, and no additional patient complications were reported.

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. (B)(4).

Event description:
During a peripheral procedure, the viperwire guide wire was used with a stealth orbital atherectomy device (oad) to treat a lesion in the popliteal artery. The lesion was moderately calcified with 50% stenosis and in an area of the vessel that was 3.5mm in diameter. Three treatment passes were performed, and the spring tip of the viperwire was seen to have fractured. The spring tip was retrieved with the catheter being used with the procedure, and no fragments remained in the patient. The procedure was completed with balloon angioplasty, and no additional patient complications were reported.